Event description:
Information received from the aspire prospective registry, subject (B)(4). Treatment of a small unruptured fusiform aneurysm measuring 8mm located in the midline basilar artery. The patient presented with neurological symptoms of dizziness and/or loss of balance and unstable walking without hemiparesis. The patient was given anticoagulant / antiplatelet medication prior to the procedure, and administered heparin intra-operatively. On (B)(6) 2013, the patient underwent pipeline embolization involving 5 pipelines (5mm x 20mm; 5mm x 25mm, qty. 3; 5mm x 30mm) without issues. On (B)(6) 2014, the patient underwent embolization re-treatment with coils for a residual aneurysm and device migration. Post procedural angiogram showed a residual aneurysm. The patient's current condition is unknown and further information was not available.

Manufacturer narrative:
The devices involved in the event will not been returned for evaluation as they were implanted in the patient.the other devices involved in the event are as follows:model#: fa-71500-25 / lot#: not reported / dom: n/a / exp: n/a (qty. 3).model#: fa-71500-30 / lot#: not reported / dom: n/a / exp: n/a.(B)(4).